Event description:
It was reported to boston scientific corporation that an exalt model d controller was used on an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. After the ercp started, the image kept going out. The scope was unplugged and replugged several times. The procedure was completed with a non-bsc scope. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01709 for the exalt model d scope.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6)2024. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.